Event description:
It was reported patient underwent a right hip incision and drainage approximately 7 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: 0100634058- zimmer mmcâ¿¢, cup, uncemented, 58 mm/50 mm, code p- 2519529; 0100185146- metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20- 2482725; 0100181480- metasulâ® ldhâ®, head, 48, code n, taper 18/20- 2437780. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records provided and reviewed by a health care professional. Records identified incision and drainage for unknown reason and infection was not confirmed. It is unknown if the products were revised. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.